Event description:
(B)(6) clinical trial. It was reported that subsequent to a coronary stenting procedure the patient experienced cardiac chest pain and instent restenosis.. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion 1 was a 95% stenosed de-novo lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.5mm and a length of 31mm. The lesion was predilated with an unspecified balloon catheter and a 3.00x32mm promus element plus stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013, the patient returned with cardiac chest pain and was hospitalized on the same day. Durig angiography, a 90-99% in-stent restenosis of the mid lad stent was revealed. The next day the patient underwent revascularization. The event was considered resolved and the patient was discharged 4 days post procedure on coreg, xopenex, prilosec, flomax, zocor, aspirin, norvasc and synthroid.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that myocardial infarction occurred.